Event description:
New information noted that the implantable cardioverter defibrillator and right ventricular lead exhibited oversensing noise. Programming changes were performed. There were no patient consequences.